Event description:
The event involved a microclave¿ clear neutral connector where it was reported the clave at t piece stopcock was found to be cracked and leaking on total parenteral nutrition (tpn) tubing. Umbilical artery catheter (uac) zeroed and flushed, and fluids were started. Approximately 30 minutes later, blood/ fluid found on bedding at t piece/ stopcock clave; claves were secure at every sight. Clave and stopcock replaced and flushed. Infant was monitored for central line associated blood line infection (clabsi). There was patient involvement, however, there was no patient harm. The infant was monitored for clabsi due to risk of line infection due to the crack and blood backing up.

Manufacturer narrative:
Received one new mc100 microclave and one used mc100 microclave mated to a list #unknown 3-way stopcock. No defects or anomalies noted on initial inspection. The used microclave was leak tested as received. There was leakage. There was no leakage on the new sample. The used sample was disassembled and the internal seal was found to be torn. The mating device was measured for device compatibility. The internal diameter (ID) of the male luer connection of the stopcock was found to be larger than compatible mating devices. The reported complaint of leakage can be confirmed due to the incompatible mating device which could lead to damage resulting in leakage. The directions for use (dfu) states: "the clave connector is compatible with luers with an internal diameter (ID) between .062 inch and .110 inch." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Possible lot number 13613547, manufacturing date 4/1/2023, expiration date 4/1/2028.